Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient had a lead safety switch with the right atrial (ra) lead due to a sudden rise in pacing impedances from stable 700 ohms to greater than 3000 ohms. After the switch, there was observations of noise causing atrial tachy response episodes, and respiratory rate trend (rrt) feature was sensing the high impedance creating noise that was not oversensed. The device was programmed to provide therapy in the ventricle only, and atrial discriminators and rrt feature had been turned off. The system remains in-service. No adverse patient effects were reported.